Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: there were nine ¿loss of prime¿ warnings on (B)(4) 2014 due to low, non-zero force sensor readings observed in the black box history. The pump was exercised for 24 hours with no ¿loss of prime¿ warnings or other errors, alarms, or warnings occurring. The original complaint could not be duplicated. The force sensor calibration was found to be within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.